Manufacturer narrative:
This report was originally submitted on 18-dec-2015, however, due to an esg/emdr system outage, the submission was rejected and an acknowledgment was not received. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient death, hemorrhage and vessel perforation are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient presented with severe stroke symptoms and underwent thrombolytic therapy with tissue plasminogen activator (tpa) to treat a basilar artery occlusion. Recanalization of the vessel was confirmed via contrast and therefore conservative medical treatment was done. However, approximately 15 hours post the t-pa therapy, the patient's level of consciousness was noted to have lowered rapidly. Mechanical thrombectomy was performed with a retrieval device to remove a cardiogenic embolus from the basilar artery. During the second pass of the procedure, intraoperative angiography revealed a mild subarachnoid hemorrhage (sah). Additional treatment was not done. The basilar artery could not be recanalized and the patient died the following day. In the physician's opinion, the cause for decline in the patient's level of consciousness was due to the blood clot being moved distal to the embolization part after the administration of t-pa. The physician related the sah to a vessel perforation caused by the subject guidewire and non-stryker microcatheter during the second attempt for mechanical thrombectomy.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient presented with severe stroke symptoms and underwent thrombolytic therapy with tissue plasminogen activator (tpa) to treat a basilar artery occlusion. Recanalization of the vessel was confirmed via contrast and therefore conservative medical treatment was done. However, approximately 15 hours post the t-pa therapy, the patient's level of consciousness was noted to have lowered rapidly. Mechanical thrombectomy was performed with a retrieval device to remove a cardiogenic embolus from the basilar artery. During the second pass of the procedure, intraoperative angiography revealed a mild subarachnoid hemorrhage (sah). Additional treatment was not done. The basilar artery could not be recanalized and the patient died the following day. In the physician's opinion, the cause for decline in the patient's level of consciousness was due to the blood clot being moved distal to the embolization part after the administration of t-pa. The physician related the sah to a vessel perforation caused by the subject guidewire and non-stryker microcatheter during the second attempt for mechanical thrombectomy.